Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noisy signals, a decrease on its shock impedance measurements, an increase in its impedance measurements and an increase in its capture threshold measurements for its right ventricular (rv) lead. All the measurements were still within range. Technical services (ts) was consulted and asked if a left ventricular assist device (lvad) was implanted. It was confirmed all the changes in measurements occurred after an lvad was implanted, with the changes caused by the newly implanted lvad. Ts discussed programming options based on changes. This device remains in service. No adverse patient effects were reported.